Manufacturer narrative:
The field service engineer adjusted the sample/reagent probe and replaced the sipper and the vacuum needles. The issue is consistent with a sample quality issue due to incorrect handling of the calibration standards. The investigation determined the issue was resolved by the service actions.

Manufacturer narrative:
The field service engineer (fse) changed the sipper needle, vacuum needle, and sample needle. The fse tested the module operation and controls. The investigation is ongoing.

Event description:
There was an allegation of questionable low sodium (na+) assay results for 52 samples tested on a cobas 8000 ise module. The difference between the first result and the repeated result was mostly around 6-7 units (mmol/l). Most of the initial results were below 135 mmol/l. The following results are reported as an example of the greater discrepancies: sample 01 initial sodium result was 133 mmol/l and the repeated result was 141 mmol/l. Sample 02 initial sodium result was 133 mmol/l and the repeated result was 142 mmol/l. Sample 03 initial sodium result was 130 mmol/l and the repeated result was 138 mmol/l. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The reagent lot numbers and expiration dates were requested but were not provided.